Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) units daughter board check failed and alarmed. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional contact details: (B)(6). Getinge field service engineer (fse) alarm daughter board check failed during pm no sound was heard when the test button was pressed. The alarm daughter board faulty and replaced. Alarm daughter board check passed after replacement. Functional and safety tests and performance verification according to factory specifications device returned to users for clinical use (operating hours: 82/76). No patient was involved. The defective components were received for further investigation. The failure analysis and testing dept. Received with a reported unit failure of the alarm daughter board not sounding. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual revision r. Tested the board successfully. Fat was not able to verify the reported failure. The fat dept. Received alarm daughter board from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier found u4 component was defective. The supplier replaced u4 component and retested board and passed. The failure analysis and testing dept. Installed alarm daughter board, into the cardiosave test fixture and tested the board to factory specifications per the cardiosave service manual revision r. The board passed testing. Retaining the board in the fat per procedure number 0002-07-d008 rev. Aq.

Manufacturer narrative:
Corrected field: h10. Getinge field service engineer (fse) alarm daughter board check failed during pm no sound was heard when the test button was pressed. The alarm daughter board faulty and replaced. Alarm daughter board check passed after replacement. Functional and safety tests and performance verification according to factory specifications device returned to users for clinical use (operating hours: 82/76). The defective components were received for further investigation. The failure analysis and testing dept. Received alarm daughter board with a reported unit failure of the alarm daughter board not sounding. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. Tested the board successfully. Fat was not able to verify the reported failure. The fat dept. Received part number 0670-00-0860 alarm daughter board serial number (B)(6) from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier found u4 component was defective. The supplier replaced u4 component and retested board and passed. The failure analysis and testing dept. Installed alarm daughter board into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. The board passed testing. Retaining the board in the fat per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.